Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device return status updated from not returned to returned. H6- type of investigation code 4115 removed. H10 - additional mfg narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device available for evaluation updated from returning to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the common femoral vein was attempted with prostyle devices using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker implantation interventional procedure. Reportedly, no sutures were present when the plunger was pulled. This occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27f and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.